Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted for review with events spanning approximately 8 days ((B)(6) 2024 at 08:15:20 to (B)(6) 2024 at 08:15:41 per time stamp). At 23:50:12 on (B)(6) 2024 while the patient is connected to the mpu, a loss of alternating current (ac) power occurs activating a no external power alarm. The no external power alarm clears at 23:51:25 when the black power lead is connected to a fully charged 14v li-ion battery. The white power lead is connected to a fully charged 14v li-ion battery at 23:51:38. The backup battery provided power to the system during the loss of power events. There were no other notable events observed in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the mpu, the cause of the no external power event, if the patient had the v-lock ac power cord, if the mpu was exchanged, and if the mpu would be returning for investigation; however, no response was received. A root cause for the reported event could not be conclusively determined through this analysis. The device history records for the mobile power unit were unable to be reviewed due to the serial number information not being provided. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file contained a loss of external power events while connected to the mobile power unit (mpu). Low voltage hazard events were seen that were the result of slow discharge of the mpu capacitors when the suddenly lost power. The controller appropriately switched to the emergency backup battery (ebb) power when the power was lost, these events appeared to have resolved once external power was completely restored.